Event description:
Vague report of a suspected overinfusion of morphine (200mg/48ml fill volume). The infusor was suspected of having emptied in 10 hours instead of the expected 24 hours. The nurse realized that the patient was "quite dozed off." The patient was given naloxone. No respiratory depression was detected for this patient.